Manufacturer narrative:
Findings: pump passed all operating currents tested with in the specification range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump passed unexpected restart error test with no alarm noted. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, damage and unexpected restart. Customer's blood glucose at time of incident was 346 mg/dl. The customer stated that there is a part of the threats that is missing and there is crack on battery compartment. The customer stated that the pump has been dropped several time and she think it damaged because of that. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.